Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, within the same surgery due to the lens was implanted upside down in the patients right eye (od). There was no patient injury. The lens was torn when being removed from the patients eye. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown.